Event description:
The customer reported that the device jaws locked on tissue. The jaws were reopened and the same device was used to complete the procedure. However, it is unknown how the jaws were eventually opened. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed tissue in-between the jaws. The jaws were stuck shut as well. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.